Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. However, the report noted that compromised visibility and surgical technique were contributing factors. The IFU notes that the safety and effectiveness of the trabecular micro bypass stent has not been established for implantation of more than two (2) stents in one (1) eye. MFR# reference: (B)(4).

Event description:
It was reported that during a trabecular microbypass stent system procedure, the surgeon inadvertently implanted the second stent ''well below" the scleral spur due to compromised visibility. Per report, a back-up device was used to complete the procedure with two (2) additional stents placed in the operative eye. Additionally, the report noted that surgical technique with the device was a contributing factor. There was no report of patient injury.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of (B)(6) micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. However, the report noted that compromised visibility and surgical technique were contributing factors. The IFU notes that the safety and effectiveness of the (B)(6) microbypass stent has not been established for implantation of more than two (2) stents in one (1) eye. MFR# reference: (B)(4).

Event description:
It was reported that during a (B)(6) microbypass stent system procedure, the surgeon inadvertently implanted the second stent ''well below" the scleral spur due to compromised visibility. Per report, a back-up device was used to complete the procedure with two (2) additional stents placed in the operative eye. Additionally, the report noted that surgical technique with the device was a contributing factor. There was no report of patient injury.

Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon reported that the view in the operative eye (od) during stent deployment was compromised. The report noted that the surgeon is still training- the inexperience with the device contributed to the stent being malpositioned. Postoperatively, the stent was visualized below the scleral spur. Reportedly, there was no adverse impact to the patient, no intervention performed, and the event is resolved. Reportedly, the surgeon is happy with the result, and the stent position will be monitored through patient follow-up examinations.